Manufacturer narrative:
E1 reporting institution phone number -(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. The customer reported that when attempting to press the sound silence button, the button disappeared. The device was in clinical use when the issue occurred. The device was replaced with a different v60 ventilator. No medical intervention or delay in therapy were reported. There was no patient or user harm reported.

Manufacturer narrative:
The service engineer (se) reported that the allegation for the sound silence button disappearing was not confirmed during evaluation. The se noted that the sound silence button cannot be used when a check vent alarm occurs. No further actions were performed by the se.